Event description:
Patient presented with high impedance. The surgeon noted that x-rays looked fine, however x-rays have not been reviewed by the manufacturer to date. The device history records of the lead were reviewed. The lead passed final quality and functional specifications prior to release. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Programming history review confirmed that the last known diagnostics on the patient's previous generator (before replacement) were normal. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
Programming history review showed that the high impedance was first seen on (B)(6) 2021 and the device was disabled on that date. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Manufacturer narrative:
H4. Corrected information, initial report: inadvertently had the wrong year for the manufacturing date.